Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image found three devices laying side-by-side. All three have debris on the shaft. One has a partially deployed anchor on the distal end of the inserter. The other two do not have an anchor on the end. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during use in an arthroscopic shoulder rotator cuff repair, using the 4.5 twinfix pk suture anchor and had difficulty releasing the anchor from the handle shaft. The anchor was unscrewed and remove from the patient's body. Afterwards, the surgeon tried it again with doing a tap prior to putting the anchor in and he had difficulty screwing the anchor in all the way. A delay less or equal than 30 minutes was reported and the procedure was finished with a smith and nephew back up device in the same bone hole. No patient injury or other complications were reported.